Event description:
A pt had experienced withdrawal following a pump refill. The pt's pump had been in minimum rate mode since monday at 11:00 am until thursday ((B)(6) 2010) at 6:00 pm. The pump was refilled on (B)(6) 2010, and a bolus bridge was programmed to run at the slowest flow rate. There was old baclofen and saline in the pump tubing and catheter. The pump was refilled with 2000 mcg/ml of baclofen (.002 ml/hour). The pt's outcome was not reported. Add'l info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).